Event description:
It was reported that the patient underwent lead and generator replacement surgery. The explanted lead and generator have not been received to date.

Event description:
During a review of the in-house programming history database it was found that high impedance was observed during an office visit on (B)(6) 2015. It is unknown if patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. The physician was alerted of the high impedance event and he confirmed that the patient had already been referred to a surgeon. No known surgical interventions have been performed to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was completed on the explanted generator and lead. Analysis on the generator found that the battery indicator was at ifi=no and the septum was not cored. The generator performed to functional specifications during testing. The internal data of the generator was reviewed and it was noted that the last >25% change in impedance occurred two months prior to the explant surgery. Analysis on the lead noted that the lead was received in 3 segments. Set screw marks were observed on the lead pin indicating that there was proper mechanical contact between conductive surfaces of both the generator and lead pin. Within the lead segments a lead fracture was observed with pitting 3mm from the electrode bifurcation of the lead. An abraded opening was observed in the inner tubing and the quadfilar coil appeared to be broken at approximately 6mm from the electrode bifurcation. Scanning electron microscopy was used to evaluate the lead fracture where it was determine that the fracture 6mm from the bifurcation was caused by stress or fatigue.

Event description:
The explanted generator and lead were received and are pending product analysis.